Manufacturer narrative:
Complaint conclusion: as reported, the outer sleeve of (4) 6f/7f mynx control vascular closure devices (vcd) split and could not be inserted into the 6f non-cordis sheath hub. The device could not be used on the patient. Hemostasis was achieved using a non-cordis vcd. There was no reported patient injury. The devices were stored and prepared according to the instructions for use (IFU). The devices were inspected prior to use and no anomalies were noted. A bit of excessive force was used to insert the devices into the 6f non-cordis sheath. The devices were inserted through the 6f non-cordis sheath, even though the user was holding the 6f non-cordis sheath hub in position and supporting the distal end where the sealant is. The buttons were observed to have remained in the manufacturing position and the sealant remains in the products. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The type of procedure the mynx control vcd was used in was a percutaneous coronary procedure (pci) with a retrograde approach. The deployer was mynx certified. (B)(4) : four (4) non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaints were returned for investigation, and all the devices received have the same lot number. Visual inspection of the received device assigned to the (B)(4) showed that button 1 and button 2 were not depressed. The syringe was received separated of the device, and the procedural sheath was not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. The sealant was found exposed from the sealant sleeves and exposed to blood. The sealant sleeves were inspected for damages/anomalies that may have contributed to the reported failure, and frayed/split/torn conditions were observed on it. A dimensional test was not performed on the returned device due to the frayed/split/torn condition observed to the sealant outer sleeve assembly. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. In addition, the balloon was retracted into the tamp tube without issue. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification revealed that the sealant was found exposed from the sealant sleeves and exposed to blood. The sealant sleeves were inspected for damages/anomalies that may have contributed to the reported failure, and frayed/split/torn conditions were observed on it. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the device returned under (B)(4) as no frayed/split/torn conditions were noted; however, a kinked/bent condition of the sleeves were noted. However, the reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the devices returned under (B)(4), since frayed/split/torn conditions were observed on the sealant sleeve assemblies. Additionally, conditions were noted in those last 3 returned devices of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealants from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis of the devices. Based on the information available for review and product analyses, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (a bit of excessive force was used to insert the devices into the sheath) and/or procedural sheath factors (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant for three of the devices. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the outer sleeve of (4) 6/7f mynx control vascular closure devices (vcd) split and could not be inserted into the 6f non-cordis sheath hub. The device could not be used on the patient. Hemostasis was achieved using a non-cordis vascular closure device. There was no reported patient injury. The devices were stored and prepared according to the instructions for use (IFU). The devices were inspected prior to use and no anomalies were noted. A bit of excessive force was used to insert the devices into the 6f non-cordis sheath. The devices were inserted through the 6f non-cordis sheath, even though the user was holding the 6f non-cordis sheath hub in position and supporting the distal end where the sealant is. The buttons were observed to have remained in the manufacturing position and the sealant remains in the products. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The type of procedure the mynx control vcd was used in was a percutaneous coronary procedure (pci) with a retrograde approach. The deployer was mynx certified. The devices will be returned for evaluation. Addendum: per product evaluations for complaints 2-4: the sealant was found exposed from the sealant sleeves and exposed to blood.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.